Manufacturer narrative:
Based on all the available information, engineers concluded that the event of frequent charging for extending periods of time and overheating of the implantable pulse generator (ipg) could not be confirmed with device analysis. A review of the patient's data found no charging anomalies, and the battery depletion rate without using stimulation was within the expected range. However, the data also revealed constant high power stimulation was in use, and that would require frequent and extended charging time. Additionally, the charge profile showed the maximum temperature during charging was within the tolerance limit. Monitored stimulation found output consistent and correct on all electrodes, and current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. However, a labeling review indicated that the reported skin swelling at the ipg site can occur over time and is a known risk of using the device.

Event description:
It was reported the patient experienced more frequent charging for extended periods of time resulting in overheating and swelling at the implantable pulse generator (ipg) pocket site. The physician assessed that the ipg may be coming to the end of life as the patient had been running high rate programs for most of the life of the device. No further information has been obtained despite good faith efforts. Additional information received reported the patient underwent an explant procedure to remove the device, and did well post-operatively.

Event description:
It was reported the patient experienced more frequent charging for extended periods of time resulting in overheating and swelling at the implantable pulse generator (ipg) pocket site. The physician assessed that the ipg may be coming to the end of life as the patient had been running high rate programs for most of the life of the device. No further information has been obtained despite good faith efforts. Additional information received reported the patient underwent an explant procedure to remove the device, and did well post-operatively.

Manufacturer narrative:
Exact date unknown, implant occurred in 2016.

Event description:
It was reported the patient experienced more frequent charging for extended periods of time resulting in overheating and swelling at the implantable pulse generator (ipg) pocket site. The physician assessed that the ipg may be coming to the end of life as the patient had been running high rate programs for most of the life of the device. No further information has been obtained despite good faith efforts.